Event description:
During a laparoscopic procedure the instrument was inserted in the adominal cavity. Prior to actual use of the instrument, the blade assembly separated from the instrument and fell into the cavity. The blade assembly was retrieved with no pt injury. Another tripolar instrument was used and the procedure was completed with no further incident.